Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation concluded that the tip coil of the radiopaque tip had been fractured and separated from the distal end of the sensor element (jacket); the fractured tip coil was not returned. The corewire had been subsequently fractured. The distal portion of the corewire fracture was not returned. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The cause of the tip coil and corewire damage is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.

Event description:
Ffr measurement was successfully performed via right radial artery access in the lad, the intermediate branch, and in a proximal stenosis in the lcx. The pressurewire aeris was removed from the patient and the radial access closed with a tr-band. During inventory of the used materials, it was noted that the tip of the pressurewire aeris was missing. X-ray identified that the tip of the pressurewire aeris was still inside the patient. New access was obtained via the right femoral artery. The tip of the pressurewire aeris was found in a small side branch of the lcx and removed with a snare. The patient stayed in the hospital overnight and is currently in stable condition.